Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head was not working, its uplink amplitude tests were out of specification, and further evaluation verified that it was the cable that was out of specification and therefore the cable was removed to be replaced. The head was sent on for repair and restock. (B)(4).

Event description:
It was reported that the radio frequency (rf) head would intermittently not interrogate implanted devices. Another rf head was used and interrogation was successful. It was further reported, once return paperwork was received that the rf programmer head was not working. It was further noted that it had already been replaced and was not needed back. The programmer head was returned for service. No patient complications have been reported as a result of this event.